Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30252001 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 25 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported via FDA user facility medwatch report 4500150000-2024-8008, ¿nurse was flushing medications through an avanos cortrak nasogastric feeding tube, when he heard a popping sound and the fluid he was flushing through tube exited the patient's mouth. After tube was removed it was found to have a significant hole in the tube.¿ the original intent of the procedure was for medication administration. The tube was in use for approximately nine days. No injury reported.

Manufacturer narrative:
Additional information: d4, h10. All information reasonably known as of 07 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.